Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had discomfort at the pocket due to stimulator positioning. The stimulator was mobile in the pocket. The event required an unscheduled hospitalization. The event was ongoing with no further therapeutic action planned. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not fixed. The patient did not fall. Surgery was planned in (B)(6) 2014 but was not done because the patient was lost to follow-up.